Manufacturer narrative:
The third party service agent returned the removed system pcb assembly to physio-control for evaluation. Physio-control further examined the removed system pcb assembly and determined that the cause of the reported issue was the single board computer (sbc) located on the assembly. The sbc prevented the device from completing the boot-up process in order to power on.

Manufacturer narrative:
The third party service agent evaluated the customer's device and verified the reported issue.  The third party service agent then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). The third party service agent is investigating the reported issue. The customer's device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
A third party service agent contacted physio-control to report that a customer's device would not power on when prompted. There was no patient use associated with the reported event.